Event description:
The event is reported as: the unit is not pumping air. Incident occurred during pt use. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.